Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call indicating that they had no delivery alarm during basal/bolus/fixed prime. Customer's blood glucose at time of incident was unknown. The customer assisted in performing a 5.0 unit fixed prime. The customer stated the insulin exited. Customer was advised to prime a 5 units fixed prime/fill cannula and insulin exited. Customer was advised site may have been occluded. Customer was advised to change the entire infusion system and return set for analysis. The customer reported via phone call that they had high blood glucose but not hospitalized. Customer's blood glucose at time of incident was 400 mg/dl. The customer was treated for high blood glucose with pump.